Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because the receiver does not boot up. The receiver does not boot up and is re-initializing continuously. The customer complaint was confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
Product testing was completed on 10/23/2018, we have updated our testing methods for product review since reporting of the prior investigation. The receiver was charged and was perpetually rebooting. The receiver case was opened and the internal inspection passed. The ui pcba was detached to perform a download. The receiver log was reviewed, there was no evidence of initialization screen without manual restart in the investigation window. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.